Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including shock testing, resistance and impedance testing, off current test, and self-tests using test accessories without duplicating the report. An internal inspection resulted in no findings. The main board and electrode connector were replaced as a precaution. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.